Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed because nurse reported a break in aseptic technique by patient described as patient made a mistake. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with extraneal viaflex therapy (extraneal peritoneal dialysis solution with icodextrin 7.5%). On (B)(6) 2012, the patient began treatment with extraneal viaflex therapy (dose, frequency, and lot number not reported) intraperitoneally for peritoneal dialysis (pd). Extraneal viaflex therapy was ongoing. During a call with baxter (B)(4) technical service, the following was reported. On an unreported date, the patient experienced break in aseptic technique,described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was treated with injection cefazolin 1gm ip on night bag and injection ceftazidime 1gm ip on night exchange.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy fluid. On an unreported date, the patient was admitted to the hospital for peritonitis. On an unreported date, the patient died in the hospital. The cause of death was reported to be peritonitis. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The product code is unknown, and 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.